Event description:
Boston scientific received information that this pacemaker system exhibited loss of capture noted on telemetry. The pacing outputs were increased and the field representative was to be contacted in the morning for further evaluation. At this time, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation occurred approximately 19 months prior to explant and appeared to have been resolved at that time. It is concluded that the device met specifications.

Event description:
Additional information indicates that this product was later explanted due to system upgrade. No further complications had been reported. This product was returned for laboratory analysis.

Event description:
Additional information indicates that this patient did indeed exhibited loss of capture, it was reported that the loss of capture was rare and intermittent. Additionally, it was believed to be due to an electrolyte imbalance. The field representative had performed requested programming changes and the was to be re-evaluated in the future. No further complications have been reported.